Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated they had their stimulation intensity set at 2.50v, they moved it down to 2.45v and noted they ¿didn¿t know why they did that.¿ the patient¿s reason for calling was that they were unable to increase back up to 2.50v when they tried to the day before the call. The patient synched with the ins on the call and reported stimulation was set at 2.45v with stimulation off. When asked if they knew how the ins was turned off, the patient didn¿t know, but they turned the ins on and increased to 2.50v successfully. The patient stated they could feel stimulation comfortably and they would adjust settings on their own if necessary. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the circumstances that led to the stimulation being off were that the patient accidentally turned off the neurostimulator. The patient reported the stimulation issue had been resolved. No further complications were reported.